Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The event occurred following a supply change, and a bent cannula was later observed; however, the timing and contribution of this finding to the event could not be confirmed. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 07-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin and IV fluids, and discharged on 10-apr-2026. No long-term health effects were reported.